Manufacturer narrative:
(B)(4). The reported complaint for iab "failed to unwrap" is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no damage noted. During functional testing, the iabc bladder inflated and deflated completely with no alarms noted. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "call received from customer stating that they had an iab catheter that failed to unwrap. They said the physician removed the balloon and tried to manually inflate outside the body and it would not unwrap. Customer states this is the third iab this has happened with and that the two others occurred on (B)(6) 2024 with a different lot number." The iab was replaced. No medical intervention required.